Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump delivered 90 units of unprogrammed insulin. Blood glucose level as a result of this was 20 mg/dl, which was treated with a glucagon shot. Blood glucose level at the time of the call was 94 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed some functional testing. No motor error alarms were noted. However, the pump was unable to prime during the prime test due to a faulty force sensor resistor. Unable to perform the excessive no delivery or occlusion tests due to the prime anomaly. The motor was tested outside of the device and it passed. The pump also had a corroded battery tube and minor scratches on the lcd window.